Event description:
The customer reported the ventilator went vent inop and alarmed during operation. The customer reported the unit was not in use on a patient therefore there was no patient involvement. The manufacturer's service technician was unable to duplicate the customer reported event. Review of the device diagnostic log history indicated a 24/+-12v power fail occurrence followed by a restart occurrence during operation with a subsequent vent inop occurrence during power on. When a 24/12 volt failure of the ventilator occurs during use and results in a shutdown of the ventilator, an audible power fail alarm will activate. Performance verification testing was completed and passed per operating specifications.